Event description:
It was reported that a visao handpiece drill was ¿overheating¿ during use. The ¿handpiece reached over temp very quickly, definitely under a minute¿. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair. In as received condition, the handpiece would not run due to the motor being corroded. As a result the customer¿s complaint concerning the device overheating could not be verified or confirmed. Motor and bearings required replacement due to corrosion. The device was repaired, cleaned and tested, passing all manufacturer specifications and returned to the customer. This device is used for therapeutic purposes.